Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure for a generator replacement. During the procedure, it was noted that there was noise on the atrial lead. A lead abrasion was seen and repaired. The lead was re-used and remained implanted. The patient was stable.